Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that infusion or air junction would not turn air on at an unknown timing, the procedure type was unknown. The tpp had to be replaced with new one. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in b.5. H.2., and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that infusion or air junction would not turn air on during vitreo-retinal surgery. The surgery was completed on the same day.